Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for blood glucose of 71mg/dl. The customer had no symptoms but indicated that they passed out and then was taken to the hospital by emergency services. Customer treated with food and juice. The customer was assisted with troubleshooting and the customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis. Customer was advised to follow up with their doctor regarding the low blood glucose.